Event description:
Customer reports patient with blood in stool and protime inr of 2.3. Patient sent to emergency room where lab indicated inr of 5.9. Patient subsequently admitted and received blood transfusion. No report of temporary or permanent serious injury.

Manufacturer narrative:
Manufacturer's attempt to secure additional information from customer on 6/9/08, 6/18/08, 6/23/08, and 7/1/08 were unsuccessful although customer has committed to securing same and recontacting manufacturer. Manufacturer awaiting product return from user facility.